Event description:
It was reported that a patient had a recharging and coupling problem. The problem was reported since implant. The caller noted that a representative told her that swelling could affect coupling, but reported that swelling had gone away. The patient alleged that the issue was with the recharger. It was further reported that they "could not charge the stimulator". The reporter stated that they "felt like they have a malfunctioning". It was stated that the patient has been unable to charge the implantable neurostimulator (ins) since implant and stated that they "could not get it charged". It was stated that the recharger would "work for a minute, then it would shut off, then it would come back on again". It was noted that they had tried to charge the device the previous night to keep it active. It was stated that the patient charged for "about three hours". It was stated that it would "charge two little blocks and then it would slide up to 4 and it would make a noise". Then the device would "shut off completely". It was noted that the patient was "so disgusted with it". It was stated that if the patient charged on her skin "it got sore" so she charged over a night gown. It was stated that there was "nothing" on the recharger screen. It was reported that the recharger "did not work". It was further reported that the patient thought the coupling problems were due to swelling in the beginning, but charging had continued to "get worse". It was stated that it would "recharge for a minute or so, click, then go off, then it would charge again, then it would go off, and the patient would have to wait 15-20 minutes". It was noted that it would not charge at all, then it would be able to charge again, and this cycle would happen "over and over". It was noted that "recharging had not worked right since implant". It was reported that it took the patient three hours to get "enough charge to keep the battery charged". The patient only got 2 or 4 bars or "nothing". The patient tried the antenna locate feature (al) and was able to reach 92 at one point, but then it went down to 80 and the patient was able to get 8 coupling bars. Then the coupling bars dropped down to 6, and after a few more minutes it dropped down to 4 bars. It was noted that the patient had no falls or trauma or weight loss or gain. It was noted that there were no connector pin issues and the green light was on the desktop charger. It was further reported that the patient had not been able to recharge the recharger since implant. It was noted that the patient had worked with a company representative and had tried spacers. It was noted that the remote with the green button on the front would not take a charge. It was stated that the patient did not seem to understand the difference between the desktop charger and the recharger. It was stated that the connector pin "looked fine.¿ it was further reported that representative had reviewed charging with the patient, and they were able to charge much better. It was noted that the patient was much happier with the new unit. Additional information received reported that the reporter tried to help the patient charge on (B)(6) 2013, but the patient was not able to get any coupling. It was noted that the patient had not been able to charge since the patient¿s computerized tomography (cat) scan on (B)(6) 2013. It was noted that (B)(6) 2013 was the first time she tried to charge since the cat scan. The reporter noted the patient had always had trouble recharging. It was noted the patient always had to search for the right spot. The reporter noted the patient had not had any falls or trauma recently and the patient was able to perform telemetry with the patient programmer easily. It was noted that an attempted antenna locator (al) did not resolve the issue. Additional information received reported that the patient had no stimulation and was in pain. It was noted there was no problem with charging 4 days prior to the report. An antenna was requested. It was further reported that the implantable neurological stimulator recharger (insr) ¿gave out¿ and the patient needed a new one. It was noted ¿they didn¿t know anything about it.¿ the reporter noted the patient put the insr and patient programmer away and had done everything he had been told to do and it was not working. It was noted that the screen comes up with ¿just a round squiggly and says it had to be readjusted.¿ the reporter noted they did that and it didn¿t make a difference. Troubleshooting was limited due to the lack of access to the product and/or patient. It was noted the patient wanted the insr replaced but would not do any troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).